Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2013). The patient¿s meter and test strips have been returned on 8/27/2013 and evaluated by lifescan product analysis on 8/30/2013 and 9/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that a few days prior to calling lfs he obtained blood glucose readings of "546 and 446 mg/dl" with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these blood glucose results does not exceed the accepted value of less than or equal to 20%. The patient is on insulin pump therapy. In response to the alleged inaccurate readings the patient claimed he administered a 6 to 7 unit correction bolus. The patient reported going into a "coma" 10 minutes later; however, denied receiving treatment. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.